Event description:
The pt was injected in the nasolabial fold and upper cheek. The pt allegedly developed a rash and the tear ducts were infected. The pt was prescribed benadryl, quodraine lotion, keflex, and dexamethasone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.